Manufacturer narrative:
Analysis of the pump revealed no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an intrathecal unknown drug via their implanted pump for malignant pain and cancer pain. Other medications the patient was taking at the time of the event and medical history were unable to be obtained. On (B)(6) 2016, post operatively, the patient experienced an infection. It was unknown what environmental/external/patient factors may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting was performed. The system was explanted and the issue was resolved at the time of this report. The pump was explanted and would be returned and the catheter was explanted, discarded, and would be replaced in the future. The patient's status was 'alive- no injury'.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.